Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima unknown leaked during the infusion of intravenous indwelling needles, the leakage of the indwelling needle and the infusion connection is related to the rubber quality of the indwelling needle joint.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.